Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic upon receiving a vibratory alert from their implantable cardioverter defibrillator (ICD). Interrogation showed the ICD was in backup mode. The device was programmed back to normal function. The patient was stable throughout.